Event description:
It was reported that the device exhibited a ¿no disposable¿ alarm. Per reporter, the patient¿s son was instructed to press stop to silence the alarm, but the double beep persisted. The pump was powered off, the cassette was gently tapped to disperse any air bubbles, and then powered back on, but the double beep persisted. A registered nurse assisted the son with clamping the tubing, removing the cassette, and massaging the tubing. The cassette was reattached, and the pump was powered on, but the alarm persisted. The cassette was removed a second time, the tubing was massaged, and the sensor was cleaned. The cassette was reattached, the pump was powered on, but the alarm persisted. They were advised to power the pump off, clamp the tubing, and call the provider for further instructions. The drug was 5fu. He verbalized understanding. The patient had resolved a previous ¿high pressure¿ alarm when they found closed clamps. Reservoir volume: 88.1 ml, rate: 2.0 ml/hr, given: 0.5 ml. The event occurred while in use with the patient and at the patient's house. The operator of the device was a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.